Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient called to report that "the third wire broke off and could not be used; they had to get an expert in to fish out the lead." A follow up with the patient's healthcare provider yielded that the right ventricular (rv) lead impedance has been low since implant. The physician is aware of the patient's concern of low lead impedance and has addressed the issue with the patient. The physician has scheduled the patient to have the rv lead evaluated and pending that evaluation will determine if the lead will be removed or not. The lead remains in use. No patient complications have been reported as a result of this event.